Event description:
Pt had been experiencing myalgias and easy fatigability for some yrs. Had flu-like symptoms recently lasting about 7 weeks. Intermittent symptoms for about 10 yrs. Md concerned about relationship between breast implants and the ongoing symptoms. Referred for surgical consultation. Decision made to remove the implants surgically. Breast implants were not inserted at this facility.